Manufacturer narrative:
This medwatch is for the inform system 1. Reference medwatch patient identifier (B)(6) for the inform system 2.

Event description:
Customer states that a patient reportedly received the following results on the inform system within 10 minutes: 41 mg/dl and 140 mg/dl. The patient was experiencing hypoglycemic symptoms at the time of the reading of 41 mg/dl. Patient was given glucose gel before the reading. After the reading, the patient was treated with d-50. Patient was tested at 140 on the meter about 9 minutes after the treatment with d-50. No adverse event reported. Requested return of suspect device and replacement was sent. Caller states that the patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: hi (greater than 600 mg/dl) (inform system 1) and 156 mg/dl (inform system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.